Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging inaccurate high comparisons performed on his onetouch verioiq meter compared to both another meter and to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started reading inaccurately high around (B)(6) 2015, when he obtained alleged inaccurately high blood glucose results of ¿217, 208 and 226 mg/dl¿ on the subject meter compared to ¿102 mg/dl¿ on a onetouch ultramini meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient also reported that he obtained another alleged inaccurate high result of ¿200 mg/dl¿ compared to feelings/normal results. The patient does not administer medication to manage his diabetes. He was unable to say whether he had made any changes to his usual diabetes routine as a result of obtaining the alleged inaccurate high results. He reported that an unknown time after the start of the alleged issue, he developed symptoms of ¿shakes and cold sweats, clammy, glassy eyes¿. He reported self-treating his symptoms with ¿food and/or drink¿ on (B)(6) 2015. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had taken samples from the same approved sample site and he had followed the correct testing steps. The cca walked the patient through a control solution test and the result fell outside the expected range. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.